Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting, and the customer was directed to change the pump head and did not have fluid leakage thru the scope. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. A root cause could not be identified. Based on the results of the investigation, troubleshooting was able to resolve the reported allegation. However, as the device was not returned for elevation, the most probable cause of the malfunction was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump water was leaking from the pump head through the scope. This was discovered during inspection for use. There were no reports of patient harm.